Event description:
Reportedly, one cryocyte freezing container broke and leaked during thawing step. Cells were lost at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. It was found that the doctor was freezing two bags in one canister instead of one as recommended in the labeling distributed with the product. The doctor was instructed to only store one bag in each canister.